Event description:
The customer stated the rubella calibration failed on the axsym analyzer. The customer recalibrated successfully with master calibrator provided by the abbott field service representative. No impact patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.